Event description:
New information received notes that device bluetooth functionality self-restored and pairing was successful.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth (ble) telemetry issue resulting in the device indicating bluetooth connectivity was not established. No intervention was performed. The patient was stable.